Event description:
Hamilton medical ag received the following incident description: ventilator initiated approx. 01/30 @ 2000. Events: noc events: increased peak pressures. With no secretions & no wheezes, extra condensation dumped from expiratory limb, diaphragm and filters changed by noc rt before dayshift. On the day shift 01/31 expiratory limb retaining large amount of condensation filling up approx. 40% of circuit, day rt dumped out 3 times before 1100, the 4th time rn call saying the vent was alarming high peep, obstruction on exhalation blocked. The pin was cleaned however the vent was not returning to baseline.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description: ventilator initiated approx. 01/30 @ 2000. Events: noc events: increased peak pressures. With no secretions & no wheezes, extra condensation dumped from expiratory limb, diaphragm and filters changed by noc rt before dayshift. On the day shift 01/31 expiratory limb retaining large amount of condensation filling up approx. 40% of circuit, day rt dumped out 3 times before 1100, the 4th time rn call saying the vent was alarming high peep, obstruction on exhalation blocked. The pin was cleaned however the vent was not returning to baseline.